Manufacturer narrative:
His follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 26, 2020. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 4114, 11, 3331, 171, 4308). Method code #1: 11 - testing of device from same lot/batch retained by manufacturer. Method code #2: 3331 - analysis of production records, method code #3: 4114 - device not returned, results code: 3221 - no findings available, conclusions code: 4315 - cause not established. The affected sample was not returned so a thorough investigation could not be performed. However, a picture confirmed the damage to the unit. A representative retention sample was reviewed with no visual damage, including the area of the arterial thermister. All capiox units are 100% visually inspected at several points in the production process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, they've noticed the arterial temperature probe broke off. No patient involvement. Product was changed out. Procedure was completed successfully.